Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a delivery anomaly. The customer's blood glucose level was 202 mg/dl at the time of incident. The customer reported putting in carbohydrates and receiving a no delivery. The customer did troubleshoot and found manual prime with empty insulin pump until piston reaches end of travel. The customer states the insulin pump did not alarm with no reservoir. The customer will be return the insulin pump for analysis.

Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, primeand excessive no delivery test. Pump primed properly. No excessive no delivery/occlusion alarm noted. Pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.